Manufacturer narrative:
F10 adverse event problemcodes, corrected data: initial report inadvertently listed wrong medical device code. H6 adverse event problem codes, corrected data: initial report inadvertently left out a type of investigation code and listed the wrong investigation findings and investigation conclusions codes.

Event description:
High impedance was observed when v1.5 software was used on a m102 generator. System diagnostics were initially performed which caused the false high impedance to be observed. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.

Event description:
It was identified during a periodic review of the programming history database that a system diagnostic showed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.